Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "ac icon not illuminated, faulty power supply" was confirmed during product evaluation. This condition was caused by a faulty power supply. The power supply and fuses were replaced to correct this condition.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "ac icon not illuminated, faulty power supply." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.21.00.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.